Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 6mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken instrument tube adapter at the distal end of the instrument. This component serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.53mm x 2.09mm in size. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection did not show external damage to the housing or main tube. The detached fragments that likely belonged to a broken tube adapter were not returned. The probable root cause of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the information associated with this event has been performed by post market failure analysis engineer (fae) and it was confirmed that if the complaint was regarding the instrument tube adapter, then the breakage of the component could lead to a potential fragment falling in the patient.

Event description:
It was reported that the after the da vinci assisted partial nephrectomy surgical procedure, the 6 mm monopolar curved scissors instrument was tagged and the plastic around the distal tip was broken. The procedure outcome is unknown at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: upon review of the provided responses, the reporter confirmed that the tip was not broken off or detached from the tube adapter, and there was no damage or missing part observed on the adapter. Additionally, no scratch marks or abrasions were noted. The last use of the instrument was during a partial nephrectomy procedure on (B)(6) 2025, performed by dr. (B)(6() said on system sp0262, but it is unknown whether any fragments fell into the patient or if post-operative imaging was conducted to check for remaining fragments. The issue was identified by the spd technician after the procedure, and there was no report of patient injury. The reporter further indicated that how the procedure was completed and whether the instrument collided with other instruments or hard materials during surgery is unknown, as is the availability of photographic images or video recordings for isi review.